Manufacturer narrative:
Continuation of d10: product ID 8780, serial#: (B)(6), implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from a patient, via a manufacturer representative (rep), who was receiving dilaudid (unknown dose and concentration) via an implantable pump. The patient reported a decrease in coverage, but no withdrawal symptoms. A dye study was performed and the physician was unable to aspirate. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The actions / interventions taken to resolve the issue was "discussed replacing catheter". The issue was not resolved at the time of this report. Surgical intervention has not occurred, and it was unknown if surgical intervention was planned. The patient's status at the time of this report was alive - no injury.